Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a vessel puncture closure of an unknown vessel was attempted using a proglide device. Reportedly, the footplate being lifted/exposed was noticed when they initially started backloading/advancing the device over the guidewire but before it had made contact with the patients skin. Therefore the sheath of the proglide device never made contact with the patient. Another proglide was used to successfully achieve hemostasis and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿footplate being lifted/exposed¿ was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.